Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22feb2019. International UDI # (B)(4). Reporter: no phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit had an oxygen (o2) concentration error. The customer reported there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 09jul2019. Date received by manufacturer: 17may2019. The service engineer (se) confirmed the flow sensor assembly has been replaced. Se performed overall checks, cleaning, a run in test, and a function test have been completed. A gas delivery system (gds) was return for analysis. An investigation was performed and the submitted unit failed due to airflow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.